Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his insulin pump alarmed no delivery over the weekend when he tried programming a bolus delivery. He wasted three infusion sets and reservoirs clearing the alarm. Customer's blood glucose was unknown. He said his blood glucose went a little high but he was able to correct it with a manual injection. Customer stated he only gets no delivery alarms when he inserts above the belly button. Customer declined troubleshooting for high blood glucose and the no delivery alarm because it was resolved with a complete set change. He is returning the infusion sets and reservoirs for analysis. Nothing further reported.